Manufacturer narrative:
Based on the current information provided, the root cause of the intra-operative complication cannot be determined. After the procedure completed, the clinical sales representative reportedly cleaned the contact pins and cables on arm 1 with rubbing alcohol and was able to correct the issue by exercising the sterile adapter pins and reseating the drape. Then tested an instrument and the issue was resolved. Since then, the system has been used with no issues. An isi field service engineer (fse) further followed up with the site csr and confirmed the system was working properly with no further issues on arm 1. No site visit was conducted. The system was working properly, and no additional action was required. If additional information is received a follow-up MDR will be submitted. The technical support engineer (tse) reviewed the logs during the procedure, identifying multiple error 31009 and 282 entries pointing to arm 1. The tse advised the site to replace the drape on arm 1. However, the site elected to convert the procedure without further troubleshooting. At a later date, the site was contacted and confirmed that attaching a new drape resolved the issue. Failure analysis investigation is not required as no on-site service provided, and no part replacement required for this event. A review of the site's complaint does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted to by the customer for review. This complaint is considered a reportable event due to the following: it was reported that during a da vinci-assisted cholecystectomy surgical procedure, the site had instrument recognition issues on arm 1. The site elected to complete the procedure laparoscopically. The customer converted after the start of the procedure due instrument recognition issues. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the site had instrument recognition issues on arm 1. The intuitive surgical, inc. (Isi) clinical sales representative (csr) was on site and attempted to reseat the sterile adapter, which did not resolve the issue. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was converted to laparoscopy towards the end as they had issues with arm 1 registering the clip applier instrument. An isi technical support engineer (tse) was contacted and confirmed that the site had 3 arms functional. However, the surgeon did not want to switch the instrument from arm 1 to arm 4 to complete the procedure. The site elected to complete the procedure laparoscopically with a lap-assist clip applier. There were no adverse consequences to the patient. The csr further mentioned that at the time, he reseated the sterile adapter on arm 1, which did not resolve the issue. However, upon procedure completion, he cleaned the contact pins and cables on arm 1 with rubbing alcohol, tested an instrument and the issue was resolved. Since then, the system has been used for two procedures with no issues.